Event description:
Procedure: urological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional info from importer report: additional info has been requested, but not yet received. Associated MDR# 1018233-2012-01931.

Manufacturer narrative:
(B)(4). Additional info from importer report: brand name: avaulta anterior biosynthetic support system. Cat# 486010. (B)(6).